Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing/short of breath and device will not turn on/device not functioning. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging difficulty breathing, and shortness of breath. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture observed an unknown brown colored contaminant on the rotary knob. The front panel had fiber-like contaminants on it. Around the air inlet and on the sd card flip door there was an unknown dark brown contaminant observed. The iso (international organization for standardization) port had an orangish brown unknown contaminant around the exterior. A light brown residue was observed on the interior of the rear panel. A dust-like contaminant was observed on the interior of the bottom enclosure. Evidence of liquid ingress with potential mineral deposits was observed on the blower and the blower box. A keratin-like substance was observed on the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.